Event description:
It was reported that the inflatable penile prosthesis (ipp) pump was not working. Patient underwent a surgical procedure where his pump was explanted and replaced without any adverse effects.